Manufacturer narrative:
No parts have been received by the manufacturer for evaluation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that in a case the system became unresponsive. They rebooted the system and the system became responsive. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer of navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer of the navigation system has been received by the manufacturer for evaluation. Initial evaluation found that the computer functioned as designed. However, evaluation is not complete at the time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Analysis of the returned system computer found no anomalies. If information is provided in the future, a supplemental report will be issued.